Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include norvasc, aspirin, lisinopril, prilosec, vesicare, nitrostat, and multivitamin. Post-implant CT images dated (B)(6) 2015 were received by gore from the facility, and an imaging evaluation was performed: ¿ CT available was non-contrast with 5mm slice thickness. ¿ with available imaging, there appeared to be lack of wall apposition at the proximal end of the previously implanted device. Could not confirm without contrast imaging. ¿ maximum aneurysmal diameter appeared to be 55.4mm x 64.7mm. Could not confirm aneurysmal growth with only one time point. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to aneurysmal enlargement.

Event description:
On (B)(6) 2009, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2015, a non-contrast computed tomography (CT) scan reportedly revealed aneurysm enlargement (amount unknown). The physician suspected that the implanted device may have lost proximal wall apposition. On (B)(6) 2016, a follow-up angiograph showed no evidence of endoleak. On (B)(6) 2016, the physician elected to implant an excluder® aortic extender component. The patient tolerated the procedure.